Event description:
The account alleges that the patient remained hemodynamically stable during a biopsy procedure. Post-biopsy procedure the patient presented with air emboli symptoms. Medical intervention was necessary to prevent permanent impairment. Supportive therapy consisting of supplemental oxygen administration, intravascular volume expansion, and blood pressure support was attempted. No additional information available.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.